Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare on 2/28/2007 that a customer had a problem with an insulin syringe. The customer reports, " the needles in this lot are flimsy and break as she takes the cap off."